Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that no aspiration was observed during calibration for vitrectomy surgery. The surgery was completed by replacing the product with another one, but it was unknown when the surgery was completed. There was no information about the patient impact.